Event description:
It was reported to philips that the ac module was not charging the battery and would not illuminate the external power indicator light. It was also noted that the ac module was making a humming noise. There was no patient involvement.